Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire possibly detached from the sensor applicator. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.